Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. No further details were disclosed.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. No complaints about the functionality of the devices were reported. The damage to the leads is consistent with damages during explant procedure and is not considered a failure. No anomaly was noted in the sterilization records. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4) description: linear st lead with preloaded enhanced stylet - 70 cm.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. No further details were disclosed.